Manufacturer narrative:
Age or date of birth: age at time of event 38 years old. Date of event: date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was implanted into the patient during a tension free obtryx vaginal tape placement procedure performed on (B)(6) 2016 for the treatment of stress incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.